Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and while inserting the iab into the sheath, it began to unwrap. As a result, this iab was unable to be advanced through the sheath. The iab was exchanged for a new one. There were no reported pt complications or injury.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.